Event description:
Medtronic afib implant monitor placed in 2019. Titanium is major ingredient. It is linked to alzheimer's dementia. I am having worse symptoms from it. Battery is now dead. My inr (international normalized ratio) levels are low less than 1 so trying to get monitor out safely is going to be hard. I also have behcets, a vasculitis. I was exposed to titanium dust from a (B)(6) chemical worker in the late 1980s. Pfas (per- and polyfluoroalkyl substances) levels are extremely high in (B)(6) where we lived. I had a miscarriage and neuropsychiatric symptoms and violent behaviors from the titanium exposures. No one from (B)(6) talked to me about the afib procedure before they did it nor told me what ingredients were in the product. (B)(6) also did not give me any anticlotting drugs when I was there. After the cat scan showed no bleeding they had time to administer the anticlotting drugs. Now I'm blind from optic nerve atrophy. Oig(office of inspector general) went after the lab that led to the fistula one month before the stroke. The lab located in (B)(6) where dr (B)(6) sent it when I was seeking chelation therapy for toxic exposure was fined 43 million. I just found out about the materials today talking to medtronic. Any titanium exposure from products should have dementia warnings